Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe was returned for evaluation. The balloon did not inflate due to an interlumen leakage in the backform between the inflation lumen and pa distal lumen. The proximal injectate lumen was patent without any leakage or occlusion. No visible damage to the balloon latex, catheter body or returned syringe was observed. An x-ray was taken of the backform, and a void or air bubble was observed where the extension tubes end inside the backform. The thermistor was submerged in a 37.0c water bath and read 37.0c on the vigilance ii monitor. A cut down of the backform was performed and a gap and void were observed where the catheter tube ends inside the backform. The gap connects the inflation and distal lumens. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at magnification 20x and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. The customer report of balloon inflation issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that the balloon did not inflate before use. There were no patient complications reported.